Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient heard an alert and came to the emergency department. Device interrogation showed that the alert had been triggered due to magnet exposure. The device remains in use. No patient complications have been reported as a result of this event.